Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced charging issues with the ilet device and was not using an ilet charging pad; a compatible charging pad was arranged to be provided. Symptoms included no adverse clinical symptoms or device alarms or injury. Outcomes included no medical intervention. Investigation of this case revealed that the device did not charge because the specified charging accessory was not being used, indicating use of the incorrect or missing accessory rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically use of an incompatible or absent charging accessory.